Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the patient was hemodynamically decompensated and suffering from heart failure. The valve was loaded by the scrub technician who was not experienced as the site does not allow medtronic personnel to load the valve. Upon valve check, the physicians did a quick fluoroscopy without any rotation of the capsule. The medtronic personnel requested the implanting team to recheck the valve by using cine and complete a full rotation of the valve. The implanting team performed a second fluoroscopy with a quarter to half turn of the capsule and possibly a quick cine without full rotation of the valve. A second request was made by the medtronic personnel to do a full rotation inspection, but the implanting physicians decided to insert the device over the guidewire into the femoral artery. While the valve was being deployed the patient quickly decompensated. While at 80% deployed, the patient had no blood pressure and bradycardia was observed. Temporary pacing was turned on and would not capture any rhythm. The implanter attempted to reposition the pacing wire without success. The patient went into cardiac arrest and cardiopulmonary resuscitation (CPR) was administered. After multiple attempts to reposition the pacing wire, the implanting team was able to achieve capture but the patient went into ventricular tachycardia/ventricular fibrillation. The patient was shocked several times without success. CPR was continued and a fluoroscopy was performed in the overlap deployment view and began to release the valve. As the valve was being released, the medtronic personnel asked the implanting team to rotate imaging to the left anterior oblique (lao) view to check for infold but the request was disregarded. The medtronic personnel did not see an infold from the fluoroscopy check from the view they observed. The valve was released while CPR and intermittent shocks were performed obtain rhythm. The imaging was rotated to assess the valve and an infold was observed with leaflets that were not working. Despite the aggressive CPR, minimum flow/pressure was observed suggesting an obstruction across the aortic valve. The patient was placed on bypass. Upon reassessing with fluoroscopy and cine, the valve had not moved from the implanted position despite the severe infold and CPR. A post implant-balloon aortic valvuloplasty (bav) was performed and the patient quickly stabilized and rhythm returned. The patient was placed on extracorporeal membrane oxygenation (ECMO), ventilator and inotropic support. The valve was implanted in satisfactory position with trace paravalvular leak (pvl). The patient was on ECMO for greater than three weeks following the valve implant and was reported to still be alive. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that no pre-implant bav was performed and the valve was loaded once before use. The patient anatomy had calcium concentrated on the leaflets but not at the insertion points where landing the valve, and there was no annular or left ventricular outflow tract (lvot) calcium.the peripheral arteries had some tortuosity. The patient remained on ECMO for three weeks following the procedure. No additional adverse patient effects were reported.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.